Manufacturer narrative:
(B)(4). Date sent 5/20/2026. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes, when he tried to shoot, he realized that it was "empty" as if there was no clamp on the load. If so: did the device apply staples ? No. If so, were the clamps formed correctly? No. If so, was the staple line complete? No. Did the device cut off? No. If so, was the cut-offline complete? No. If so, was there a problem with the cut-offline? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when the doctor inserted the stapler and attempted to fire it failed to staple the tissue. The stapler was removed, and a new cartridge was requested. Another cartridge was opened, including one from the same lot as the previous one, and after positioning the stapler, firing and stapling were performed successfully. Was there any damage or loss reported by the patient or user? No. Was there a significant delay? No.